Manufacturer narrative:
The device was not returned for analysis. Multiple attempts have been to get clarification, however, no response has been received. Since the device was not returned, we are unable to perform further root cause analysis. Linked mdrs: 2029214-2018-00355 2029214-2018-00356. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during the procedure, the marksman microcatheter was delivered to the target vessel location and the pipeline was advanced, however, the pipeline could not be advanced to the target location due to tortuous vasculature. Therefore, it was decided to remove the pipeline and while retrieving the devices a "split noise" was heard. The pipeline and the marksman microcatheter were able to be removed. No patient injury was reported to have occurred. New device was selected, however, the procedure was discontinued. Re-operation treatment plan is to approach the treating location via the neck vessels. The patient anatomy was reported to have been severe tortuosity, and medium size in diameter.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The marksman catheter, was returned for evaluation with the flow diverter device. The flow diverter could not be pushed forward or r emoved. For further examination, the catheter was cut to remove the flow diverter delivery system. The flow diverter delivery system and catheter appeared to be intact. No separation was found with the returned devices. The catheter tip and the marker band were ex amined, and no damages were found. The catheter body was found to be accordioned near the distal tip and near proximal end of the hub. The catheter was flushed with water and found to be patent. The catheter was then tested by running an in-house mandrel through catheter tip and hub. The mandrel could pass through the catheter tip and hub with slight resistance and it got stuck at the accordioned locations. No other anomalies were observed. Based on the analysis findings, the event descriptions, the report of separation could not be confirmed, and the event cause could not be determined. No separation was found with the marksman catheter. It is possible that the ¿severe vessel tortuosity¿ may have contributed to the reported events. From the damages seen on the catheter body (accordioning), it appears there was high force used (pushing and pulling). It is likely these damages occurred when the customer attempted to advance/retrieve the device. Per our instructions for use (IFU), the user should: ¿discontinue delivery of the device if high force or excessive friction is enco untered during delivery. Identify the cause of the resistance and remove device and microcatheter simultaneously. Advancement of the ped against resistance may result in device damage or patient injury. Never advance or withdraw an intralumenal device against resi stance until the cause of resistance is determined by fluoroscopy. If the cause cannot be determined, withdraw the catheter. Movement of the micro catheter against resistance may result in damage to the micro catheter, or the vessel. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ all products are 100% inspected for damage and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.